Event description:
Olympus was informed that during a therapeutic laparoscopic ovarian cystectomy, the device began to smoke and the physician noticed that the teflon pad had fallen onto the pt's bowel. The device fragment was successfully retrieved and the intended procedure was completed. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report will not be returned to olympus for evaluation as it was discarded by the user facility. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.